Event description:
The customer called to report a motor error alarm during the manual prime. Troubleshooting was performed and the insulin pump did not pass the displacement test. The customer stated his blood glucose reading was high but did not provide the actual reading. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.